Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited out-of-range (oor) pacing impedances of greater than 2000 ohms since right around the implant date of the device. Isometrics were performed which when the patient sits up impedances are high, but when lying down the impedances are normal. No intervention has been performed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.